Event description:
Pump alarm was reported during loading process with no previous reports of similar alarms for this specific device. There was no adverse impact to the customer's blood glucose level. Customer was assisted in loading a new cartridge, which allowed them to successfully resume insulin therapy. Information about original cartridge lot number was unavailable.